Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was stated that the buttons on the insulin pump were stuck. The customer's blood glucose was 350 mg/dl. Troubleshooting was done. It was stated that fluid may have fallen on the insulin pump. There was also a line at the middle of the screen that cut off information on the screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with missing segments due to bleeding lcd glass, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker noted.